Event description:
As reported, the patient had an initial right tka on (B)(6) 2020. The patient was revised on (B)(6) 2023. The x-ray showed excessive poly wear. This patient was part of the knee recall. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: 6071361 02-010-04-0360 - logic cr femoral por, right, sz 6 3817740 02-012-45-6050 - lgc tibial fit tray cem sz 6f / 5t. 6499722 200-02-38 - three peg patella 38mm. 6193949 201-78-15 - holding pin mini sharp point 4 pk. 4090786 521-78-23 - threaded pin size 2.3 collared. S032531 521-78-23 - threaded pin size 2.3 collared. S042629 521-78-23 - threaded pin size 2.3 collared. H7: z-0021-2022.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. A contributing factor to the extent of wear on the tibial insert may have been the result of being packaged in a non-conforming bag for more than 5 years. However, this cannot be confirmed as the device was not returned for evaluation and additional information regarding patient-related conditions or other contributing factors was not provided.

Manufacturer narrative:
The following sections have corrected information: (h6) investigation conclusion.